Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while loading multiple cartridges, when the air removal step was performed, the customer was able to remove more air than expected. A new cartridge, syringe and needle were used. The customer was able to complete the load process successfully. The customer's blood glucose level was not impacted.